Manufacturer narrative:
The exact age of the patient is unknown however born in (B)(6). The customer reported the model number could either be a m00568381 endovive standard peg kit pull (20fr) or m00568391 endovive standard peg kit pull (24fr). (B)(4) - no information was chosen because attempts to get additional information on what the open surgery and hospital stay entailed have been unsuccessful. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method (exact model number is unknown) was used on a patient with swallowing difficulties due to an infraction. The peg was placed during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the night after placement the patient pulled the peg tube out of his stoma site. The physician reported that food came out of the abdominal cavity from the stomach, emergency open surgery was performed on (B)(6) 2012. Physician stated surgery went well and the patient stayed in the hospital. The patient was sent home a couple of days afterwards (exact date is unknown). The patient's condition was reported to be stable.